Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the autolog washkit, there were issues with leaks and spills where blood was not being washed and was sent to the waste bag throughout the entire cycle. This resulted in patient blood loss and the discarding of blood. No error or warning messages appeared, and there were no visual, audible, or performance abnormalities noted. Troubleshooting steps included re-seating, reinstalling, and replacing the bowl or tubing but no changes were observed. No damage was noted on either the instrument or the disposable. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.